Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported condition of heat could not be confirmed or duplicated. The emax2 motor did not exceed temperature requirements, but exhibited other problems. The motor had a worn/ damaged swivel, the front end of the motor was worn, the locking mechanism was not smooth, and the motor exhibited vibration. This condition is likely due to wear from use over time, but may have been exacerbated by improper or ineffective cleaning and maintenance of the device. If additional info becomes available a supplement report will be submitted. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device heated up during surgery, displayed an e6 error on the console and shut down. The issue occurred several times. The surgeon had to ask for another drill. No user or pt injury was reported. There was a delay in surgery but no details on the amount of time. It is unk if there was any medical intervention. No additional info was available.